Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, the right ventricular (rv) lead was placed and measured parameters were found to be normal. After the left ventricular (lv) lead was placed, the measured impedance of the rv lead was high and out of range, and sensing on the rv lead was lower than when first measured. The rv lead was repositioned to resolve the issue; the procedure was completed without further issue. The patient was well.